Manufacturer narrative:
Films review summary: the cause of the type I a endoleak could not be determined from the limited films provided. The anatomy at implant and earlier follow-up films were not available, and complete CT¿s were not available for a more comprehensive assessment. The proximal neck was conical-shaped, ranging in diameter from 25 ¿ 31mm along the 10mm of proximal neck length. It is possible that a marginal seal from this conical neck may have contributed to the type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 67 mm diameter abdominal aortic aneurysm. It was reported that on follow up cta performed approximately 6 years post index procedure, a type ia endoleak was identified. The patient was noted to be asymptomatic and was scheduled for routine secondary repair. During this endovascular procedure, coils, onyx, a cuff and heli-fx endoanchors were used to resolve the endoleak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.